Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip (B)(4). Note: manufacturer contacted customer on 1/31/2018 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer received the replacement product but didn't began to use it yet.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from results obtained of 232, 294, 250, 263 and 121 mg/dl. The customer's expected fasting blood glucose test result range is 120 - 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was performed by the customer fasting and produced test results of 259 mg/dl and 225 mg/dl using truemetrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 04/30/2018 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: (B)(6). Customer calling states that he run several blood test and the results are erratic. Customer states that his normal glucose range is 120-130 mg/dl fasting. Customer states that he had no changes in his diet or medication. Customer is concern with the results being high and erratic.